Event description:
It was reported that during an initial hip procedure, the liner would not implant into the cup, which resulted in a thirty minute delay. A different liner was used to complete the procedure. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 010000661; lot# 7384913; g7 pps ltd acet shell 48c. G2: foreign ¿ china. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. One g7 hi-wall e1 liner 32mm c item# 010000925 lot# 7504149 was returned and evaluated. Upon visual inspection there is damage to the locking ring of the device. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The event is confirmed via returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.